Event description:
This device case, reported by a consumer as well as a pharmacist, concerns a female patient. The patient's medical history and concomitant medications were not provided. The patient was taking insulin lispro (humalog), subcutaneously, dose and frequency not provided, for treatment of diabetes mellitus, beginning on an unspecified date in 2006. On an unspecified date three weeks before, the patient said the pen broke (2008), approximately one year and seven months after beginning insulin lispro (lot number not provided) via a humapen ergo teal/clear (lot number 0411a03), the patient experienced increased blood glucose with values for approximately three weeks, reported to be between 250 and 300 mg/dl. The event was considered to be serious for other reasons due to medical significance by the company physician. It was reported that the patient got the impression that there was not enough resistance while pressing the knob and the patient suspected the pen to not being completely reliable. No other relevant patient physical findings were reported. It was unknown whether the patient received any corrective treatment for the event. The patient received a new humapen ergo teal/clear in the same month, and with the new pen the patient's glucose levels returned to the normal range and the patient therefore recovered from the event. It was not reported whether insulin lispro treatment was continuing. The humapen ergo teal/clear complaint is associated with another device. The patient was the operator of the device, but it was unknown whether the patient was a trained user. The patient had used the device model for approximately one year and seven months (since 2006). If the device is returned, evaluation will be performed to be determine if a malfunction has occurred. Use of the humapen ergo teal/clear was being continued. The reporting pharmacist stated that she sees a causality between the event and the device rather than between the event and insulin lispro treatment (sufficient reason not provided). The consumer did see causality with the device and the event. Update 31-jan-2008: on review of updated cid ticket, received on 29-jan-2008, added device lot number. Updated corresponding fields and narrative. Update 14-feb-2008: additional information received on 14-feb-2008 from the pharmacist. Changed outcome of event from not recovered to recovered. Changed causality to insulin lispro and the device from not reported to yes. Updated corresponding fields and narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.